Event description:
Additional information was received from the patient reiterating that they had a failed surgery. The stereotactic frame failed and it was too risky to continue. They state the procedure occurred on (B)(6) 2019 and the put the helmet and locked on the frame and it didn't fit properly. Patient said she guesses they put leads in then had her do some exercises but pt could not tell the tremor was arrested. Patient said the hcp told her husband they had to abort because the frame shifted because of pt's dystonia and the hcp took the leads out. Pt said it shifted 5cm in 2 directions. Patient wonders if the frame was misapplied or if the frame did not fit properly. They state they are scheduled for another surgery. And are anxious about it.

Manufacturer narrative:
B3: date of event was corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with dystonia. It was reported that during surgery a stereotactic frame was used and the surgery was aborted because it moved 5 cm in both directions which made it too dangerous to continue. The caller said they did not know the unit of measure for the units. Some interns tried to get it locked and couldn't. One tried and then another tried and the other said they think it was ok, but they never gave a real reason on why the frame shifted. They found a manual online that said the only reason it would shift was if it was not applied properly. On the call, multiple reasons as to why the frame shifted were reviewed, but it was stated to be speculation. The caller was redirected to their healthcare provider (hcp). Additional information received from a consumer indicated the hcp told her the frame had shifted due to her dystonia. No further complications were reported or anticipated with this event.